Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #8139849 found that the device met its material, assembly and product specifications, at the time of release to distribution.

Event description:
Clinical trial. It was reported that 33 days post index procedure, the patient had myocardial infarction (mi) and expired. The index procedure treated a y-shaped bifurcated de novo lesion in the proximal left anterior descending (lad) artery. The lesion was 1.9 mm wide, 14 mm long, and 95% stenosed. There was mild calcification and tortuosity. The physician predilated the lesion prior to placing a 2. 25 x 16 mm taxus liberte stent. Post dilatation stenosis was 0%. The patient was discharged one day later on aspirin and plavix. On day 33, the patient had an mi and died. ECG and enzymes were not performed. Cause of death is listed as acute myocardial infarction. The patient was taking aspirin and plavix at the time of the event. In the opinion of the physician, there was a possible relationship between the taxus liberte stent and the mi/death. This product is only ous approved, but is similar to a marketed us device.